Event description:
It was reported experiencing a cgm error identified as error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with comprehensive pump reset instructions, and after resetting the pump, the error was resolved. The caller was able to successfully start their sensor session without further issues.